Event description:
There was another incident at (B)(6), involving a mayfield 360 base unit. It appears to have sheared off at the point of the first (lowest) cam lever attachment. The event was described as follows; the incident occurred just as we were positioning our first case in preparation for surgery this morning at about 9:30am. Fortunately, customer was holding the head and adjusting the position. When the handle was released, there was a loud sound and the base unit was found to have broken. There was no patient death or injury and the whole ordeal took no longer than 5 minutes off the surgical time, thanks to the efficiency of the theatre staff. No other attachments were used at the time and a replacement was found. The sales representative and the product manager came in the hospital and proposed training.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.